Manufacturer narrative:
Received 1 used foley catheter with the drainage bag attached. Visual inspection noted a tear on the sample port. A functional evaluation was performed via the following method: the catheter balloon was inflated with air and the balloon could not be inflated. The catheter balloon was inflated with 10 cc's of a mix of tap water and blue methylene using a syringe and a water leak was found on the inflation arm due to a cut below the valve assembly. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint was confirmed as a manufacturing related issue. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter had a crack on the side of the inflation port; as a result, the balloon was not fully inflated and fell slightly out of the patient's bladder. This caused the catheter not to drain. Prior to noticing that the balloon had deflated due to the cracked port, irrigation was performed and the nurse attempted to reinflate the balloon. The nurse noticed the port was leaking during the irrigation process.